Event description:
It was reported that the patient was assaulted while on a fishing trip and experienced an unspecified trauma to the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility. No device malfunction was suspected.